Event description:
During a follow up, increased capture threshold and decreased sensing were observed on the right ventricular (rv) lead. No intervention has been performed. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received that the rv lead was repositioned to resolve this event.